Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 5159584, model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients midline incision was swelling. The patient midline incision was cleaned out and underwent a revision procedure to reset locking anchors.